Event description:
New information received notes that the right ventricular lead delivered an inappropriate shock due to noise. A lead fracture was suspected. The lead was explanted and replaced. The patient condition was stable throughout procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited over-sensed noise. No intervention was performed. The patient condition was stable.